Event description:
A journal article was reviewed that contained information regarding this lead. There was loss of capture, chest pain, hemothorax, and perforation noted. The lead was explanted and replaced. The patient is reported to "have recovered well." Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "left hemothorax: a presentation of a late ventricular perforation caused by an active fixation pacing lead." International journal of cardiology. June 11;141(3):e43-e46.